Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a procedure, a short study occurred with this device. A repeat procedure was necessary. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary: though the capsule was not received for evaluation, the study was received. Based on the data that was collected during the procedure, the duration of the recording was 46 hours 26 minutes. It is unknown what the intended duration of the study was, so it is unknown if this constitutes a short study. The study contains many ignores, which indicate a communication problem which could be related to an issue with the capsule or external interference. A root cause of the failure was not found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.